Event description:
The customer's daughter alleges the pin came out of the bed rail, allowing her mother to fall out of bed. No serious injury is alleged.

Manufacturer narrative:
No serious injury reported. Bed has bee in service for 33 months with no reported incidents. User alleges the rail would fall as a result of a pin not holding. Nature of complaint suggests bed is a rental bed. The user was found on the floor with the rail down two days after the bed was set up. Unclear if the bed rails were damaged during a set up of this bed. Product has not been returned for evaluation at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or physical damage may have caused or contributed to this incident. MDR field as a conservative measure.